Event description:
A 3rd party, us medical systems, received information and unit with a request to evaluate the generator from their customer. The report they received says that doctor reported unit activated on its own causing leg to be severely injured.

Manufacturer narrative:
Us medical systems forwarded generator to us for evaluation. Reporter contacted us and told us to return unit immediately and directly to them. The unit was returned immediately without evaluation. Further information and the generator have been requested. If the sample is received again or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Questions asked: what was the incident date? What procedure was being performed? What was the location of injury? What was the nature of injury? What was the extent of injury? If a burn, what was degree of burn? How was the injury treated? What was the outcome/current status of pt? Narrative of events leading up to and through the incident. Where was the pt return electrode (pad) located? What equipment was present? What were the power settings and mode of the generator when being used? Pt age, gender and weight?